Event description:
The product was used during a sigmoid resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.